Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering and the customer experienced the high blood glucose. The customer¿s blood glucose was 402 mg/dl. The customer reported that the they were treated with the insulin pump. The customer reported that they had treated with the manual injection. The customer believe the insulin pump was under delivering because, no bolus seems to lower blood glucose. The customer reported that they had performed the high pressure test, self and displacement test and all were passed. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.